Manufacturer narrative:
The olympus field service engineer (fse) replaced the top plastic cover and push plate. The equipment was repaired and verified according the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The olympus field service engineer (fse) reported a fractured push plate and plastic cover lid on the endoscope reprocessor. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being submitted to correct the initial reporter's position and to provide the results of the manufacturer's investigation. As part of the manufacturer's investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during investigation. The device met specifications upon release. The root cause could not be established. A possible cause includes impact with a scope or other hard object during user handling. The IFU contains the following statements that may help the user detect the reported event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. - the lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.